Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was receive from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that ins along with all related components was removed around (B)(6) 2015 due to infection and that there no replacement done. Also, he mentioned that there is a possibility that this was done on the same facility with the same provider as the initial implant.